Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent rmv was implanted in the duodenum to treat a biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the stent was successfully placed. However, when the delivery system was attempted to be removed, the catheter got stuck inside the stent causing the stent to move out of its place. The stent was removed together with the delivery system, and the procedure was completed with another wallflex fully covered stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf device code a1502 captures the reportable event of stent positioning issue.